Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarms and resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy, however the customer also has manual injections available.